Event description:
It was reported that during deployment of a stent graft, resistance was experienced as the stent graft could only be partially deployed. The partially deployed stent graft and deployment system were removed over the guidewire as one unit without incident. A new stent graft was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The same was returned for evaluation. The gray outer sheath was noted to be bent 18mm and 784 from the strain relief. The stent graft was partially deployed and protruded approximately 3mm from the tip of the outer sheath. Dried blood was present between stent graft and outer catheter. An attempt was made to deploy the stent graft, however, due to the dried blood in the device the partially deployed stent graft could not be removed from the system. The investigation is confirmed for partial deployment based on the returned sample condition. Per the reported event details, the physician did not use a sheath.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.